Event description:
It was reported that during a laparoscopic appendectomy procedure a 5mm scope was inserted in the trocar and pneumo leaking occurred. The surgeon switched to a 10mm scope to stop the pneumo leak and completed the case with no patient consequence.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that capture and sensing anomalies were observed due to dislodgement. The lead was explanted when repositioning was unsuccessful.